Manufacturer narrative:
No abnormalities were noted in the device history record for the complaint lot and there were no other prior related complaints reported for this lot number. The complaint device was not rec'd for analyses and there were no samples in stock from this lot for analyses. According to the customer, the complaint prod was the mis-7f07 micro introducer set. Per the label, the mis-7f07 micro introducer set contains the 18/45/fc/ss/st/madrel wire. However. Based on the photo of the complaint guidewire, the complaint wire does not appear to be a 18/45/fc/ss/st/madrel wire. The guidewire in the photo appears to be larger than the 18/45/fc/ss/st/mandrel wire which is provided in the kit. If the larger guidewire was used, the user would not have been able to thread the dilator sheath assembly over the larger guidewire. The 18/45/fc/ss/st/madrel wire provided in the kit is compatible with the mis-7f07 micro introducer set. Other guidewires not provided in the kit may be incompatible with the dilator. The guidewire provided in the photo may be either another vendor's guidewire or one of argon's other guidewires which is packaged separately and not in a kit.

Event description:
Tip of the wire broke off in the pt's leg. Physician had to perform a surgical intervention to remove the wire from the pt's leg. Add'l info rec'd on (B)(4) 2015: the wire broke off as the physician was attempting to withdraw the dilator and the wire from the sheath. Physician indicated there was no injury to the pt and the pt recovered without further incident.